Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was not returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus determined the concerned distal cover was a product after the design change. From the judgement and investigation result of the related formal investigations and complaint, olympus presumes the suggested event occurred by the following: - the cover was damaged by chemical attack from adhesion of chemicals such as anti-fog agent. As a result, the cover was easy to come off the scope. - the cover was insufficiently attached to the scope. As a result, the cover was easy to come off the scope. However, a specific root cause cannot be determined since the subject scope nor the cover was sent to olympus and conditions of those devices could not be checked. The suggested event is detectable and preventable by handling scope in accordance with the following instructions for use: - operation manual includes the detection method at chapter 4 - 4.1. - operation manual includes the preventive measures at chapter 3 - 3.5. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the single use distal cover came off the evis exera iii duodenovideoscope when the device was removed from the patient. The cover was found on the floor and there was no harm or user injury reported due to the event. The following two events are related: - patient identifier (B)(4) for maj-2315 distal cover. .- patient identifier (B)(4) for tjf-q 190v scope.